Manufacturer narrative:
(B) (4)the pump was received and evaluated by baxter. The reported condition was not confirmed and could not be duplicated. The assignable cause has been determined to be user error. A follow-up report will be submitted when additional information becomes available.

Event description:
This is a report received by baxter (B) (4) on (B) (6) 2009 from the faciilty. On (B) (6) 2009, a nurse observed that the infusion pump has finished infusion process in 5 hours although it was programmed to 24 hours with a colleague infusion pump with used for controlling the infusion system. The reported issue was observed in 1 unit. There was no adverse event, patient injury or medical intervention associated with this report.the software version for this device is currently unknown.there is no further complaint information available.